Event description:
On 10/07/2024, intuitive surgical, inc. (Isi) received mw5159342 stating: when sureform stapler was being used it would not register to apply the staples after several attempts so it was taken out and new one was open then with the new one after the staple load was applied and stapler was shut it would not reopen so another new stapler was open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sure form 45 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.